Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative it was reported that a replacement had not been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient needs a new healthcare provider (hcp) because their ins is sticking out and bumping into things, so they want it removed. No further complications were reported or anticipated

Manufacturer narrative:
The correct event description was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had an overdischarged battery. The reason for the overdischarge was due to patient compliance. The rep tried to read the battery, and saw a por. The battery was jumped, charged, and the por was cleared. The battery was in eos and the device will need to be replaced. The rep stated that a surgical intervention is planned, but not scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
Missed updating evaluation codes in previous supplemental. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their original ins was ¿faulty¿ and they stated that there was a recall on it. The patient stated that they had it replaced on (B)(6) 2018 and they stated that their healthcare provider (hcp) was aware that had (B)(6) in workers comp to pay for the new ins, but they received a bill for more than that and wanted to know why. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.